Manufacturer narrative:
Exact event date unknown, event occurred about six months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer taking a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.